Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified brachial vein. A 7.0mmx40mmx80cm sterling was advanced for dilatation. However, during third inflation at 14 atmospheres for 10 seconds, the balloon ruptured vertically at middle part. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.